Event description:
It was reported that during a pph procedure, the doctor went to fire pph instrument and it locked up. He could not squeeze the firing handle because of it being locked up. No pt consequences. Case completed with another device of the same product code. One device returning.